Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on (B)(4) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Customer stating his meter is reading higher results for him. Customer is not experiencing symptoms of high/low blood sugar and is feeling well. Customer stated he went to hospital as he was concern with his reading with trueresult; he didn't have any symptoms at that time. Customer stated his normal blood sugar range of reading is between 120-150 mg/dl fasting. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 279 and 258mg/dl. Customer stated he did open the vial of strips on (B)(6) 2016 and that he keeps the meter and strips in the kitchen, customer was educated with proper storage technique. The test strip lot manufacturer's expiration date is 2/19/2019. Customer has had no medical changes and did not provide the medication he is on, except he uses insulin. Customers date in memory was correct time was off. The meter memory was reviewed for previous test result history: a 208mg/dl, (B)(6) 2016 10:19 am, fasting: yes. A 125mg/dl, (B)(6) 2016 11:01 pm, fasting: yes. A 255mg/dl, (B)(6) 2016 06:00 pm, fasting: yes. A 162mg/dl, (B)(6) 2016 09:50 am, fasting: yes. A139mg/dl, (B)(6) 2016 11:57 pm, fasting: yes.